Event description:
The customer stated that her newer contour meter read higher than her other contour meter. While troubleshooting, he performed control tests and received a result of 175 mg/dl. The normal control range was 94-130 mg/dl. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.